Event description:
The device was explanted and returned for analysis. No additional information was provided.

Event description:
It was reported that the patient was first implanted in 2005, and had no problems with the device. The patient was implanted with another device in (B)(6) 2009 and problems started in (B)(6) 2010. The device would shut down on its own, but was easy to start again. In (B)(6)2011, the device was difficult to start up. It could take several days to start it again, and the patient used the implantable pulse generator (ipg) "24/7". There were no magnetic pictures, no known injuries, and the only change at home was that the patient now had an lcd tv. The patient knew how to work with the ipg, and when it was on he felt paresthesia, and was able to skip almost all medication. When the device was off the patient had difficulties with increased pain. In late (B)(6) 2011, it was reported that it was "mostly impossible" to restart the ipg. A manufacturer representative checked the device on (B)(6) 2011 and all impedances were good. Everything looked ok. The patient programmer worked and the patient knew how to use it. The magnet and soft start were programmed off. The patient was to use this setting for one week, and then report the results. The plan was to see if the same paresthesia could be reached without the case+ setting. It was reported that there was no patient injury, but if the issue could not be resolved the device would be explanted.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7425, serial # (B)(4) determined the battery was not in a new condition with no significant anomaly. The battery failed the 10.5 volts amplitude test due to the battery not being in a new condition.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.